Event description:
Ligaclip erca releasing clips while surgeon attempting to secure staple site in stapler jaws.======================manufacturer response for endoscopic rotating multiple clip applier, ligaclip erca, ethicon endo-surgery======================field rep will pick up staplers and interview surgeon.